Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02468 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. The patient has stimulation and there are no communication issues with the programmer or charger. However, the patient complains of persistent pain and swelling at the anchor site and she said that the area over her ipg swells when she recharges. An x-ray was taken and everything looked good. There is no sign of infection. The doctor gave an injection at the anchor site, but the patient said it did not help. The anchor is located in the middle of the patient's back midway between the shoulder and hips. The representative recommended that the patient use the belt while charging her ipg and to shorten her recharge sessions. The doctor has referred the patient for an explant, but her surgeon would like to wait longer to see if the pain at the anchor site will resolve itself. The patient is unsure at this time if she wants to be explanted as the system is helping her pain.

Manufacturer narrative:
Device evaluation 2 of 2. Please see MFR report #1627487-2010-02468 for evaluation of device 1. H6. Method: the device history and sterilization records were also reviewed. Results: the device has not been returned so no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.